Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer, partial PICC rupture at 5 cm at 7 days after implantation. PICC replaced. Additional information was received and added to file on november 11, 2024 for this event as part of a focus survey. The following additional detail was provided: catheter was placed (B)(6) 2024 and removed (B)(6) 2024. Total length of catheter is 39cm. Inserted in basilic vein with 1cm exit site markings. Statlock used. Patient symptoms: pain, swelling. Chloraprep used to clean catheter site during dressing change.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, partial PICC rupture at 5 cm at 6 days after implantation. PICC replaced.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter rupture was confirmed. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and three splits were observed in the catheter tubing. One between the 16 cm and 17 cm depth markers, another between the 21 cm and 22 cm depth markers, and the last one between the 26 cm and 27 cm depth markers. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. A measurement of the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer, partial PICC rupture at 5 cm at 7 days after implantation. PICC replaced. Additional information was received and added to file on november 11, 2024 for this event as part of a focus survey. The following additional detail was provided: catheter was placed (B)(6) 2024 and removed (B)(6) 2024. Total length of catheter is 39cm. Inserted in basilic vein with 1cm exit site markings. Statlock used. Chloraprep 3ml used to clean catheter site during dressing change. PICC used for oncology treatment.